Manufacturer narrative:
Concomitant medical products: 419478 lead, 693558 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was observed on current electrograms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.